Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Replaced test strips only for customer satisfaction. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc 14- insufficient blood sample applied to strip (user) test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-2 accompanied by symptoms. The expected fasting blood glucose test result range is 94-120mg/dl. The customer did report symptoms of feeling lightheaded. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the dining room. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test results of 146mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is approximately 2 weeks ago. The meter memory was not reviewed for previous test result history.